Event description:
It was reported the dermatome device would not cut the skin. The issue was discovered during a case. It was reported the device was in contact with the patient; however, there was no patient injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.